Manufacturer narrative:
Determination of root cause: assessment: a surgery database performance verification was performed on this laser system. The analysis determined the laser performance factors analyzed were operating within specification during the time of this patient's surgery. During the on-site investigation, the engineer was unable to find any issues with the laser and completed a successful system verification to specifications. Non-product factors including patient response to the laser ablation, patient healing characteristics and preoperative patient selection could not be reviewed because the surgeon declined to provide clinical records or any other patient specific information. The surgeon only provided limited pre and post-op manifest refractions and bcva in a spreadsheet format. Based on the limited data provided, this patient experienced a 1-line decrease in bcva at the 1 month post-op exam. At that time, the postoperative refractive state may not have stabilized, therefore, providing an inaccurate measurement of the residual refractive error and bcva, as the usual period for healing and vision stabilization after refractive surgery is 1 to 3 months. The patient also demonstrated an apparent overcorrection that may have also been associated to the early healing process. An enhancement was apparently planned at the three month visit, but no information to this fact was provided. According to literature, in order to be successful, enhancements should only be performed if there is corneal and refractive stability. References: regression and its mechanisms after lasik in moderate and high myopia, chayet et al, ophthalmology, vol 105:7, 1998. Aao.org, refractive laser sx: an in-depth look @ lasik, a science writers guide, may 2008. Prk vs lasik for myopia, hersh et al, ophthalmology, vol 105:8, aug 1998. When good refractive surgery goes bad, lasik complications and what to do about them, cindy beeks, cont educ on the web, may 2003. Aao, refractive errors and refractive surgery preferred practice pattern, sept 2007. Conclusion: based on the results of the investigation of product and non-product factors, the device was not found to be a contributor to the patient's outcome. However, the non-product related factors mentioned above may have been contributors.

Event description:
A surgeon reports dissatisfaction with patient outcomes. Information provided by the surgeon indicates this patient received a lasik treatment on the right eye only. At 1 month post-op, this patient exhibited an overcorrection and a decrease in bcva and the surgeon's notes indicate 'enhancement'. It is unclear if the surgeon feels this patient is harmed/injured, or if the enhancement has taken place, however, the surgeon has declined to provide any additional information.